Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare processional (hcp) via a clinical study regarding a patient receiving morphine 12 mg for a total dose of 6.5035 mg/day, bupivacaine 13mg for a total dose of 7.04546 mg/day, clonidine 25mcg for a total dose of 13.54896 mcg/day and fentanyl 150 mcg for a total dose of 81.29374 mcg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported the patient presented on (B)(6) 2019 with increased uncontrolled pain without relief from the pump or personal therapy manager (ptm) bolus. It was also noted the patient had increased drowsiness that was new. At the pump refill device interrogation showed there was a volume discrepancy of greater than 4ml. On (B)(6) 2019 it was noted there was an abnormal catheter dye study where they were unable to aspirate the catheter/non-functioning catheter. On (B)(6) 2019 a magnetic resonance imaging (MRI) with contrast and fluoroscopy on (B)(6) 2019 showed tip of the catheter was not entering anywhere into the spine/spinally and does not appear to be within the spinal canal at any location. The catheter was explanted/replaced on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The device disposition was unknown. The device diagnosis was catheter occlusion. The clinical diagnosis was increased pain with no relief from pump. The patient's weight was 190 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.